Event description:
It was reported that a balloon rupture occurred. A 99% stenosed target lesion was located at moderately tortous and moderately calcified forearm shunt. A 2cm peripheral cutting balloon was selected for use. During the procedure, at dilatation it was reported that a balloon rupture occurred at 6 atm. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 99% stenosed target lesion was located at moderately tortuous and moderately calcified forearm shunt. A 2cm peripheral cutting balloon was selected for use. During the procedure, at dilatation it was reported that a balloon rupture occurred at 6 atm. The procedure was completed with another of the same device. No patient complications were reported.